Manufacturer narrative:
Section e corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot#: serial#: unknown, implanted:, explanted:, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (patient, manufacturer representative, friend/family member, healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated the pt came into the ed (emergency dept) last night due to having a lot of pain. Technical services specialist (tss) asked if this pain was related to the scs system and the caller stated he didn't believe it to be related. The caller stated the controller and ins were both depleted when the pt came in. The caller had to charge all the components to get the pt into a situation where they could put ins into MRI mode. The caller stated MRI mode showed head-only eligible and the caller did not have the controller with them at the time of the call so caller could not provide the eligibility code to decipher why the ins was head only eligible. The caller stated the doctors wanted to do an MRI to check if there was an underlying infection. The caller stated the pt stated that her stimulator has 'not done anything at all' since implant and the pt would like the ins taken out. It was reviewed that the caller could call back with the MRI code if they wanted to know more about why the pt was not full body eligible. The caller was not with the patient.  A mdt rep called to follow up on the patient. Rep also provided the MRI code, 1 30 07000000, which stated head only eligibility. Rep reported she believed she input information into the clinician programmer (cp) incorrectly, as she was present at the time of implant and she believed the components that the patient had were full body eligible. Rep planned to meet with patient at the hospital to follow up on this. Tss reviewed the MRI code. Rep called in later reporting that after she changed the pt's lead type on her cp to the correct model: (977c1) but the pt's controller was still displaying head only eligible in MRI mode. Tss had the rep interrogate the pt's ins again and the lead configuration under tip location had not been filled out for the new lead type. Rep filled out the required fields, and the controller was showing full body eligible in MRI mode as anticipated.  Rep later reported more information that they received from the patient's son/daughter in law.  On friday on (B)(6) 2023, the pt developed an inability to urinate. She also had been having symptoms of fever, incontinence, loss of appetite, chest pains. Pt was brought into the emergency room (ER) on (B)(6) 2023 via ambulance where labs drawn at that time included low potassium. Pt was transferred to another hospital ER where an MRI was ordered. Rep was informed of the patient's current hospitalization at the ER and spoke with the MRI technicians and informed them that medtronic labeling for MRI eligibility did not require the implanted ipg to be charged to 100%.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no causes identified for the stimulator not doing anything nor for the current hospitalization. Patient was eight minutes late for their first postop visit and clinician told patient they would need to reschedule. Patient has met with a rep on three occasions since spinal cord stimulator was originally implanted for reprogramming, but continues to not get affect from the therapy. At this point in time, clinicians still have not identified what is causing symptoms patient is exhibiting causing current hospitalization. No further interventions in regards to the spinal cord stimulator until patient is seen by implanting neurosurgeon. Later, rep was able to provide further information stating they spoke to the neurosurgeon today. Patient had a urinary tract infection so was treated with antibiotics. MRI scan revealed possible arachnoiditis and ruling out possible cauda equina syndrome. Hcp does not feel these conditions are related to the scs implant nor surgery. Information has been confirmed with the physician/account. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportbale.

Manufacturer narrative:
H 6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.